Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device preparation prior to implanting the implantable cardiac monitor, communication could not be established with the device to enter patient information, a message appeared stating connection problem. The device was not used.

Manufacturer narrative:
The complaint of communication/connectivity anomaly was confirmed. The device was received from the field unable to establish communication with the programmer and with battery voltage above eri level. The programmer was able to find the device but failed to connect to it during interrogation. The header was removed and re-attached, which restored normal communicated with the programmer. Device was tested on the bench and the analysis was normal. The communication issue could not be reproduced, and the cause could not be determined.